Event description:
Healthcare professional reported right-side "rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, deformation, and observed like a void in the last layers. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified; an opening, and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side "rupture". The device has been explanted.